Event description:
It was reported that the patient experienced a "very low" drop in heart rate with stimulation following administration for medication to lower heart rate after a heart attack. No additional relevant information has been received to date.